Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal history did not match the active basal program. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-feb-2019 with the following findings: a review of the black box showed the complaint regarding the basal history not matching was due to user intervention. A zero basal record was recorded due to the user priming the pump. The pump passed all required testing for history recording and no delivery defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.